Event description:
The customer obtained a lower than expected vitros tsh result on a (B)(6) proficiency fluid tested on a vitros eci immunodiagnostic system. Proficiency k-05 = 12.8 miu/l vs. An expected result of 17.905 miu/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action. No erroneous patient sample results were obtained or reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros tsh result was obtained from a single proficiency sample processed on a vitros eci immunodiagnostic system. A definitive cause could not be identified. There is no indication that an instrument issue contributed to the event. An unexpected reagent issue or a pre-analytical fluid handling issue cannot be ruled out as contributing to the event.